Event description:
It was reported that during a superion indirect decompression system implant procedure the spacer implant dislodged from the l4-5 lumbar vertebra. The physician removed the implant, and the procedure was cancelled. The patient was doing well post-operatively. The implant was retained by the facility and was not returned to bsc.